Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post) and generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the exhalation flow sensor was damaged. The se replaced the exhalation flow sensor and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.